Event description:
The battery depleted after two years, not five as expected. It was noted the patient had stimulation on all the time, which was not expected. The battery was replaced with a rechargeable device. Follow-up information has already been received for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 389056, lot# j0519752v, product type: lead; product ID 389056, lot# j0527478v, product type: lead; product ID 748910, serial# (B)(4), product type: extension; product ID 748910, serial# (B)(4), product type: extension; product ID 7439, serial# (B)(4), product type: programmer, patient. (B)(4).